Manufacturer narrative:
The unit was received with cracked battery tube threads, broken reservoir tube lip, and missing reservoir tube o-ring. The reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the lip of the reservoir compartment was chipped. The customer stated that the reservoir was staying in place. The customer's blood glucose level was 10.8 mmol/l. The device was returned for analysis.